Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected pump error 43 alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor detected by reading an unexpected value from hall sensor. Troubleshooting was performed. Customer advised they were unable to rewind the insulin pump and the issue remained unresolved. The insulin pump will be returned for analysis.